Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the initial implant procedure, the left ventricular (lv) lead could not be seated in the target vessel. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.